Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The tip of the valve capsule was noted to be deformed, which is consistent with damage during use. The valve capsule was cut open and no signs of valve mis-load was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue concerning the labeling, design, or manufacturing of the device. Codes removed: type of investigation: 4114 devices not returned. Investigation findings: 3221 no findings available. Codes added: type of investigation: 10 testing of actual device investigation findings: 3243 stress problem.

Event description:
It was reported that on (B)(6) 2025, a small flexnav delivery system (ds) was selected for use in an implant procedure. There were no issues noted during prep. During the procedure, the physician was turning the deployment wheel, at 30% valve deployment, the doctor was turning the release button, but the valve did not exit the capsule. After slightly closing the system, the valve was exposed again, continuing to 80%. Then, the doctor assessed the height of implant and decided to recapture, but the system did not close completely, preventing the initial implant repositioning. During the recapture, the ds did not close until its final destination, compromising repositioning it was noted that the gap was able to be completely closed. The system was removed and it was noted that there was a damaged tip. The ds was replaced to resolve the event. The patient remained hemodynamically stable throughout the procedure. There were no patient complications.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a small flexnav delivery system (ds) was selected for use in an implant procedure. There were no issues noted during prep. During the procedure, the physician was turning the deployment wheel, at 30% valve deployment, the doctor was turning the release button, but the valve did not exit the capsule. After slightly closing the system, the valve was exposed again, continuing to 80%. Then, the doctor assessed the height of implant and decided to recapture, but the system did not close completely, preventing the initial implant repositioning. During the recapture, the ds did not close until its final destination, compromising repositioning it was noted that the gap was able to be completely closed. The system was removed and it was noted that there was a damaged tip. The ds was replaced to resolve the event. The patient remained hemodynamically stable throughout the procedure. There were no patient complications.

Manufacturer narrative:
An event of retraction difficulty and damaged tip of ds was reported. Information from the field indicated that the delivery system did not close completely, preventing the initial implant repositioning. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported damage in the ds appears to be a cascading effect of the retraction difficulty. However, the cause of the reported retraction difficulty could not be conclusively determined. It is possible patient anatomy could have contributed to the event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a small flexnav delivery system (ds) was selected for use in an implant procedure. There were no issues noted during prep. During the procedure, the physician was turning the deployment wheel, at 30% valve deployment, the doctor was turning the release button, but the valve did not exit the capsule. After slightly closing the system, the valve was exposed again, continuing to 80%. Then, the doctor assessed the height of implant and decided to recapture, but the system did not close completely, preventing the initial implant repositioning. During the recapture, the ds did not close until its final destination, compromising repositioning it was noted that the gap was able to be completely closed. The system was removed and it was noted that there was a damaged tip. The ds was replaced to resolve the event. The patient remained hemodynamically stable throughout the procedure. There were no patient complications.